Event description:
It was reported that the right atrial (ra) lead was not sensing at all. The lead was explanted and replaced. During the procedure, the right ventricular (rv) lead was damaged and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal and distal segments of the lead were returned and analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.